Manufacturer narrative:
G4: corrected 510k number; h6: added investigation codes; h7,h9: added recall information. Investigation results: further evaluation of the available complaint information and physician interviews did not indicate any malfunction of the acunav volume device. Based on a physician description of the procedure, the av node bump can likely be attributed to manipulation of the catheter, where increasing amounts of force were applied when the catheter tip was not flexing, and the catheter was then retracted. The catheter was restricted by coming into contact with cardiac structure in the left atrium, and while increasing torque at the catheter flexion point, there was built up energy that caused the catheter tip to snap down towards the av node when it was released. The acunav volume user manual contains the following warnings in the sections for checking the tension control knob and safety and care during use: warning: ensure that the catheter tip can move freely before advancing or withdrawing the catheter. Put the catheter tip in the straight position and set the tension control knob at low tension before advancing or withdrawing the catheter. Advancing or withdrawing the catheter while the catheter tip is bent and/or rigid can result in patient injury or death. Warning: carefully manipulate the catheter to avoid cardiac damage, perforation, or entanglement. When you encounter resistance, do not use excessive force to advance or withdraw the catheter. Perforation of the vasculature is an inherent risk of any catheter placement. A number of serious adverse events have been documented for cardiac catheter procedures, including pulmonary embolism, myocardial infarction, stroke, tamponade, and death. Warning: do not use excessive force to advance or withdraw the catheter. Using excessive force to advance or withdraw the catheter can result in patient injury or death. If you encounter strong resistance during catheter articulation, discontinue the procedure. Identify and address the cause of the resistance before resuming the procedure. Withdraw and redirect the catheter as needed. (B)(4)

Manufacturer narrative:
The device history record (DHR) was reviewed, and the system passed final inspection with no non-conformances at the time of manufacturing. From the acuson acunav volume ice catheter directions for use: adverse reactions, adverse events related to cardiac catheterization have been documented. Adverse events related to cardiac catheterization include (but are not limited to): femoral artery or vein injury, thrombosis, pseudoaneurysm, cardiac perforation, air embolism, pulmonary embolism, myocardial infarction, valve or structural cardiac damage, cardiac tamponade, pneumothorax, hemothorax, arteriovenous (av) fistula, stroke, and death. (B)(4).

Event description:
A patient underwent a transcatheter left atrial appendage closure procedure, using an acunav volume intracardiac echocardiography (ice) catheter for intraprocedural ultrasound guidance under conscious sedation. During the procedure, the ice catheter was positioned in the right atrium, and when trying to position it across the septum into the left atrium, it was thought to have bumped the atrioventricular (av) node causing a heart block. The patient was successfully revived after receiving CPR and atropine administration with a good clinical outcome.